Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 3/23/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained of 173 and 191mg/dl. The expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on (B)(6) 2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 12/28/2018 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (B)(6).

Event description:
Consumer reported complaint for high blood glucose results.the customer is concerned with results obtained of 173 and 191mg/dl. The expected fasting blood glucose test result range is 100 to 120mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification in the bedroom. During the call on 03/14/2018, a back to back blood test was not performed. The test strip lot manufacturer's expiration date is 12/28/2018 and open vial date is march 2018. The meter memory was reviewed for previous test result history: result 1:88mg/dl date:(B)(6) 2018 time:05:49 pm fasting. Result 2:80mg/dl date:(B)(6) 2018 time:05:49 pm fasting. Result 3:173mg/dl date:(B)(6) 2018 time:12:44 pm fasting. Result 4:191mg/dl date:(B)(6) 2018 time:12:43 pm fasting. Result 5:130mg/dl date:(B)(6) 2018 time:10:09 pm fasting.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4). Note: manufacturer contacted customer on 3/23/2018 in a follow-up call in order to ensure that the replacement products resolved the initial concern; customer stated that the replacement product is working to their satisfaction and they have not had any medical intervention since the last call. Correction: record was updated by correcting one digit off the serial number of the meter, the correct product was returned.